Event description:
The customer reported approximately 6 mls of waste fluid was leaking around the mixing area of the unicel dxh 800 coulter cellular analysis system. The leak was not contained. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated in connection with the reported event.

Manufacturer narrative:
The fse confirmed the leak from a backwash drip from probe leaking on to the tops of the sample tubes. The fse found the vacuum lines from probe through the solenoid valve to probe waste clogged. The fse bleached the vacuum lines resolving the issue. (B)(4).